Event description:
Caller reported a malfunction on the pump while it was being updated. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance to reset the pump, but it remained unresponsive, prompting the need for a replacement. The customer was informed about the dispatch of a replacement pump with updated software and was advised on the necessary steps upon its arrival. The customer was instructed to return the defective pump to tandem using a pre-paid label.